Manufacturer narrative:
(B)(4) this complaint is related to emdr #1828100-2016-00405. The pst replaced customer (B)(6) with lab use (B)(6) and powered on. Observed ccm to boot and shutdown properly. He placed ccm in cold chamber for 5 hours and retrieved cmm from cold chamber powered on. The pst powered on ccm, observed ccm to boot and shutdown properly determining the replacement of customer (B)(6) board with lab use only (B)(6) board corrected the continuously rebooting issue. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the single board computer (sbc) was causing the central control monitor (ccm) to reboot. There was no patient involvement.